Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported the anchor of the silent nite sleep appliance broke off. The patient received the appliance on (B)(6) 2024 and reported on (B)(6) 2025 that the anchor broke off. The patient was unable to sleep due to not being able to use appliance for sleep apnea. No other issues reported.

Manufacturer narrative:
Additional information: d4 (model #, catalog #). Corrected information: d1, g4. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off and one of the connectors was fractured as well. Manufacturer reference: (B)(4).